Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Device software was being updated by distributor when ventilator inoperative message was received. Troubleshooting provided including disconnecting device from power, re-plugging it back in and putting the update usb into the device resulted in installation of software update, although screen appeared red while it was updating. Distributor noted that the device did not have the particulate filter in the back of the device and confirmed that the issue was resolved.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.